Event description:
Related to MFR report # 2183959-2012-02298. Plaintiff was implanted with the ams perigee graft on or about (B)(6) 2008 to treat the plaintiff's pelvic organ prolapse and stress urinary incontinence. It was reported by the plaintiff's attorney that the plaintiff required additional surgery on or about (B)(6) 2009. Plaintiff's attorney also alleged that the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and/or will undergo corrective surgery or surgeries," along with other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.